Event description:
Consumer stated: "...this product was cheaply made, snapped easily and was extremely ineffective. Could barely fit it between my teeth. I would not recommend." No contact info provided, product not returned.